Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, there was tissue clogging in the sheath and circulation was poor. At this point, leaking was noted at the cervix and as a result, a 1.5 cm x 1.5 cm burn was sustained at the cervix and catagorized as first degree. Clinical follow up information revealed that the cervix was patulous, there were no alarms or error codes and there was a possibility of over dilation. The burn was treated with silvadene cream and there were no further patient complications. The patient's condition is reported to be "fine". An additional attempt has been made to obtain follow up event details with no response from the clinician.